Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested but declined. No additional information is available at this time.  Reason for reoperation:  rupture

Event description:
Patient reported left side rupture and non device related complaints of "after getting allergan implants, I developed and autoimmune disease, igg4, suffered from chronic fatigue, muscle and body aches, splenectomy as a result of the igg4, and became a diabetic due to having had to have pancreatic surgery. " device has been explanted.